Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Customer's blood glucose level was 558 mg/dl at the of incident. Customer was assisted with troubleshooting for high blood glucose level. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown whether the customer was using auto mode feature or not. Customer stated they changed infusion set and reservoir. The insulin pump will not be returned for analysis.